Manufacturer narrative:
A steris service technician inspected the surgical table and found that the ac cord and ac plate evidenced damage. The technician replaced the ac cord, ac plate and as a precaution replaced the power supply. The table was tested and returned to service. No additional issues have been reported. The damage evidenced by the ac plate assembly could be attributed to an undetermined force or impact. A possible source of the damage may be from user facility personnel tugging on the power cord which could create this type of damage. The 3085 ac plate assembly meets the iec 60320 requirements for a panel mount connector. The ac receptacle is a ul and csa approved component, indicating the assembly meets safety testing requirements for both agencies. The design of the ac plate assembly and receptacle does not cause a potential fire or electric shock hazard when the surgical table is maintained properly. The operator manual states (pp.6-2), "check all cables for damage or fraying" (6 x per year). The surgical table is approximately 10 years old and is serviced and maintained by the user facility.

Event description:
The user facility reported that the power cord for their 3085 surgical table was smoking and melted. The reported event did not occur during a patient procedure and there was no report of injury or procedural delays or cancellations.